Event description:
It was reported that this left ventricular (lv) lead pacing had stopped capturing after the implant procedure. The lead had dislodged as confirmed via fluoroscopy. This lead was surgically revised and to date, the lead remains in service. No additional adverse patient effects were reported.